Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Please note that after follow-up attempts for additional clarification, the manufacturer could not determine which lot numbers corresponded to the two ruby coils that were reportedly found outside of their introducer sheaths and which lot number corresponded to the ruby coil that could not be detached in the patient. Therefore, the same device codes will be provided in this report and the associated reports listed below. This report is associated with MFR report numbers: 3005168196-2016-00366, 3005168196-2016-00367.

Event description:
During preparation for a coil embolization procedure, while removing two ruby coils from their sterile packaging, the physician noticed that both coils were outside of their orange introducer sheaths. Therefore, both ruby coils were not used for the procedure. During the procedure, the physician deployed a new ruby coil into the aneurysm using another manufacturer's microcatheter; however, the ruby coil failed to detach using the detachment handle (handle). The physician removed the ruby coil from the patient and completed the procedure using new ruby coils and the same handle. There was no report of an adverse effect to the patient.